Event description:
In this event, patient witnessed his charger smoking while plugged into a wall outlet. There is flame retardant material on the charger housing and cord sleeve that prevents the charger from burning.

Manufacturer narrative:
Corrective action: in august 2022, the company began distributing a new usb c cable (ptc cable) that showed a good performance when a low resistance path occurs (which can lead to corrosion) inside the charger. There has been a replacement of the usb c receptacle, by one that is more robust against preventing bent pins.

Event description:
Results of technical investigation: charger received for investigation has burnt and melted parts on the usb c receptacle and usb c connector. There are pins on the receptacle that are stuck on the usb c connector. Assessment indicates that the root-cause is a short circuit developed in the usb connector or usb receptacle due to corrosion and bent pins.